Event description:
Follow-up identified the patient had a staph infection. The patient continues to take antibiotics. The patient was referred to an infectious disease specialist and the manufacturer would no longer be receiving updates on the patient's condition.

Event description:
Follow-up identified the patient believes the infection may have been caused after the ipg revision procedure in reference MFR. Report: 1627487-2018-06214. In addition, the patient stated during the ipg explant, bone around the buttocks/hip area near the ipg site was removed. Patient is to meet with the infectious disease specialist to determine resolution of the infection.

Event description:
It was reported that the patient was hospitalized for 2 months and was given intravenous antibiotic. The patient¿s infection has cleared.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg site. The ipg pocket was reportedly filled with pus. As such, surgical intervention was undertaken on (B)(6) 2018 to explant the entire system. The patient is currently taking antibiotics.